Event description:
It was reported that while at home, the patient had an episode of vomiting and increased weakness after. Approximately 20 minutes later, their spouse found them unresponsive and emergency medical services (ems) were called. The patient passed away and the cause of death was determined to be aspiration/ pulseless electrical activity (pea) arrest. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6), would not be returned for evaluation. Review of the relevant sections of the device history records of (B)(6), showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.